Event description:
Customer reported high device results and feeling low. Customer had slow speech. Paramedics were called in the evening. Paramedics device = 20 mg/dl. Customer was given 2 tubes of glucose and a shot of unk origin. No controls were used. Device was not coded properly. Current code does not match the strip currently in use. A request was made for return product and replacement product was sent.